Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced difficulty charging the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.